Event description:
A peritoneal dialysis (pd) nurse reported a home pt contacted the on-call nurse to report a hole in the pt line. The pd nurse stated the pt was treated prophylactically with one dose of cefalozine intraperitoneal and one dose of cefalozine by mouth.